Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now alarm more than once after low battery alert. The customer also reported that the insulin pump would not power on after inserting a new battery. The customer's blood glucose was 164 mg/dl at the time of incident. The insulin pump will be replaced and returned for analysis.